Manufacturer narrative:
(B)(4). One flexiva 200 tractip laser fiber was received for evaluation. The fiber was returned broke in two pieces. The first piece measured approximately 54.2 cm from the top of the connector to the break. The second piece measured approximately 251.4 cm from the break to the distal tip and was kinked. The distal tip was noted as damaged. Examination under magnification revealed that the fiber tip measured approximately 3.5 mm. The pattern on the tip face was consistent with a tip detachment, likely as a result of handling during procedure. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was opened for use for a rirs (retrograde intrarenal surgery) procedure performed on (B)(6) 2019. According to the complainant, during preparation, the laser fiber was broken upon connecting to the laser unit. The procedure was completed with a third flexiva 200 tractip laser fiber. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.